Event description:
The customer reported that the insulin pump alarmed low reservoir after inserting a new reservoir in the device. Troubleshooting was performed. Found that the customer did not rewind the device. The customer stated that she was connected to tubing when the reservoir was forced into the insulin pump without it being rewound. The customer stated that she filled the reservoir with 80 units, and when the reservoir was removed, it had only 20 units. The customer stated that she delivered 60 units of insulin into her body. The customer stated that the mother will drive her to the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.